Event description:
Pt on hemodialysis machine approx 3 hours into scheduled 3-1/2 hours treatment when she became unresponsive. Called 911, crash cart obtained, CPR performed, and AED applied. Paramedics arrived to clinic. Pt was transferred to hospital where she later expired. Machine was pulled, functional test was performed and passed all test.